Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report was created to correct the entry in: describe event or problem and additional MFR narrative. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the dislodgement allegation against this lead cannot be verified. There were no anomalies noted in helix/tip. The loss of capture allegation was also not confirmed. The lead resistances measures normal.

Event description:
Boston scientific received information that this rv lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported. It was reported that this right ventricular (rv) lead was found to be dislodged. It was confirmed by loss of capture and through an x-ray. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this rv lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.